Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a case of serratia marcescens infection after primary breast reconstruction using a tissue expander."

Event description:
Healthcare professional reported "a case of serratia marcescens infection after primary breast reconstruction using a tissue expander," "from the 7th day after the operation, skin redness and a feeling of heat were observed," "deterioration of blood sampling data were gradually observed, and serratia was detected from the pooled fluid culture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1.

Event description:
Healthcare professional reported "a case of serratia marcescens infection after primary breast reconstruction using a tissue expander," "from the 7th day after the operation, skin redness and a feeling of heat were observed," "deterioration of blood sampling data were gradually observed, and serratia was detected from the pooled fluid culture." The device has been explanted. This represents the left side.